Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with calcification. After pre-dilatation and intravascular lithotripsy, a 2.5x28mm unspecified xience stent, a 3.5x48 unspecified stent and a 4x18 unspecified xience stent were in implanted. Then, a 4x18mm xience skypoint stent delivery system (sds) was being advance to the proximal rca with resistance due to the anatomy when the stent became dislodged from the delivery system. Therefore, a 1.5mm unspecified balloon was used to implant the stent at the target lesion. Another 4x18mm xience stent was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined; however, the subsequent unexpected medical intervention appears to be related to circumstances of the procedure. A cine was received and reviewed by an abbott vascular clinical specialist who concluded the provided media shows an image of the rca post stenting of the vessel. While a malfunction of a xience stent is noted by the dislodgement of the stent from the delivery system upon advancement into the artery, a cause for this cannot be determined by the provided media. There was no damage noted to the stent delivery system (sds) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. Factors that can contribute to difficult to advance include, but are not limited to, kinks, bends, procedural technique, insufficient support, patient anatomical morphology, patient disease state, previously implanted stent(s) or interactions with accessory devices. Stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with patent anatomy, previously implanted stent(s) or accessory devices. In this case, it is possible the device may have interacted with the previously implanted stent(s) in addition to the challenging anatomy during advancement, as resistance was noted, causing the reported difficult to advance. Further interaction with the previously implanted stent(s) in addition to the challenging anatomy may have contributed to the reported stent dislodgement; however, without the device to examine, this cannot be confirmed. A 1.5mm unspecified balloon was used to implant the stent at the target lesion. Another 4x18mm xience stent was used to continue the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.